Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was moderately tortuous. When unsheathing the device for the third time, it was clear that the device had advanced over the release guide. It was 20% over the release guide. As soon as the displacement was noted, the subject flow diverter device was recovered and removed. Due to the manipulation of the subject flow diverter and the time elapsed, a thrombus occurred, which was treated with medication. The subject flow diverter was removed and it did not cause damage to the patient. Other devices used in the procedure in conjunction with the subject flow diverter was a pipeline 3.00 x 18 mm device. Additional medication provided to the patient as a result of the event was 5000 units of heparin. The patient recovered after 30 minutes with the heparin, and went on to intermediate therapy. The patient¿s current condition is stable and hassel-free. The patient underwent dapt (dual antiplatelet therapy) 3 weeks prior to implantation and after the subject flow diverter the patient is being underwent to aspirin 100mg and clopidogrel 100mg. After removal, the physician attempted to deploy the subject flow diverter on the table (outside the patients body), it was unsheathed over the surgical field and it did not open instantly and the distal tip was closed. The subject flow diverter did not have a stenosis percentage. The procedure was completed when the subject flow diverter was removed and another device was implanted. An assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of ¿stent failed/unable to open (when not implanted)¿.

Event description:
It was reported that during the aneurysm embolization procedure, upon unsheathing of the flow diverter (subject device) it did not fully open at the distal section. The flow diverter (subject device) was recaptured and unsheathed again but only opened 50% of its diameter. The flow diverter (subject device) was recaptured and unsheathed twice more but this was unsuccessful. The physician removed the subject device from the anatomy because it was no longer mounted on the release guide. There was a surgical delay of 85 minutes. Due to the manipulation of the flow diverter (subject device) and the time elapsed, a thrombus occurred, which was treated with medication. No other information is available. Additional information was received which detailed during the procedure, when unsheathing the subject flow diverter for the third time, it was clear that it had advanced over the release guide. It was 20% over the release guide. As soon as the displacement was noted, and the subject flow diverter was recovered and removed. Another flow diverter was implanted to complete the procedure. 5000 units of heparin were administered to the patient. The patient recovered after 30 minutes with the heparin, and went on to intermediate therapy. The patients current condition is stable and hassle free.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the aneurysm embolization procedure, upon unsheathing of the flow diverter (subject device) it did not fully open at the distal section. The flow diverter (subject device) was recaptured and unsheathed again but only opened 50% of its diameter. The flow diverter (subject device) was recaptured and unsheathed twice more but this was unsuccessful. The physician removed the subject device from the anatomy because it was no longer mounted on the release guide. There was a surgical delay of 85 minutes. Due to the manipulation of the flow diverter (subject device) and the time elapsed, a thrombus occurred, which was treated with medication. No other information is available.